Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The surgeon used an endowrist stapler 45 instrument (part # 470298-11; serial # (B)(4)) and fired two blue stapler 45 reloads. Both stapler reload firings were completed. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted lar procedure, the patient returned to the or in order to have bleeding from a staple line defect controlled. At this time, the root cause of the staple line bleed is unknown.

Event description:
It was initially reported that after completion of a da vinci-assisted low anterior resection (lar) procedure, bleeding was observed near a staple line. During the da vinci-assisted surgical procedure, an endowrist stapler instrument was used for rectal dissection. A third-party circular stapler instrument was used to create the anastomosis. The surgical staff was able to achieve hemostasis. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the da vinci-assisted surgical procedure was not recorded on video. There were no reports of any malfunction of a da vinci system, instrument, or accessory during the surgical procedure which was completed robotically. The surgeon or site indicated that they do not believe the da vinci surgical system caused the staple line bleed. The surgeon or site attributed the staple line bleed to the third-party circular stapler instrument and ¿patient specific causes.¿ however, on the contrary, the surgeon or site also noted that the relevance of the staple line bleed to the endowrist stapler instrument is unknown. The staple line was identified during the night of the day the surgical procedure was performed. As a result of the staple line bleed, the patient re-entered the operating room in order to control the bleeding. No blood transfusions were administered. It was noted that the staple line bleed was found by ¿the border between¿ where the third-party circular stapler instrument and the endowrist stapler instrument were used. The patient was discharged on an unspecified date/time.